Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant presented with worsening shortness of breath and was transferred for further cardiac evaluation. The patient decompensated and the decision for ecpella was made. It was noted that the left groin access was obtained using best practice. An impella cp was inserted and started successfully. Extracorporeal membrane oxygenation was cannulated from the right groin. A retrograde sheath was inserted for perfusion. The peel away sheath was removed and the repo sheath was inserted. The left groin started bleeding from both the impella site and the retrograde sheath site. A hematoma was noted. Hemostasis was unable to be obtained with manual pressure. The decision was made to remove the impella and the peel away sheath was reinserted. Bleeding continued and the decision to bring the patient to the operating room for groin cutdown and repair was made. The procedural outcome was the patient survived the surgery.